Manufacturer narrative:
The return device analysis was unable to confirm the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the return device analysis, the reported leak cannot be determined. It is possible that user technique contributed to the reported issue. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a clip delivery system (cds) leak. It was reported, that during device prep of a mitraclip procedure, the cds experienced a leak from the clip introducer, while inserting the cds into the steerable guide catheter. Subsequently, the cds was exchanged and the procedure was concluded without further reported complication. There was no clinically significant delay in the procedure. No additional information was provided.